Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening additional observations: crease fold observed on the device. Wear abrasion observed on the device. Red particles observed in the fill channel. No further actions are required as the device was implanted.

Event description:
Patient reported left side deflation. Device has been explanted.